Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced recurrent high and variable blood glucose while using the ilet system, attributed by the reporter to frequent meal announcements used as corrective actions, which reportedly led to erratic glycemic control and user confusion. Symptoms included not feeling well and body aches during hyperglycemia. Outcomes included transient hyperglycemia up to 285 mg/dl for approximately three hours, with device alerts for elevated glucose, no use of backup therapy, no ketone testing, and no medical intervention or assistance required. Investigation included troubleshooting and education focused on appropriate use of meal announcements and a plan for daily reviews to support a hands-off approach with the automated system. Investigation of this case revealed user technique issues related to using meal announcements as corrections rather than for meals, which can impair automated insulin delivery performance. It was concluded, based on previously established findings for similar reports, that the cause was user technique and use error.